Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was noted that the patient had a large 38 degree angled aortic neck. The positioning angiogram did not appear as expected and the alto device could not be positioned aggressive at renal artery where it was originally planned to be placed 2mm above the left renal artery ostium without fearing the occlusion of the right renal artery. The resulting position was 2mm below the left renal ostium. Unfortunately during the polymer filling the alto main body stent graft migrated 3mm distally. This resulted in a low sealing zone and loss of total sealing with a type 1a endoleak. The physician elected to take a wait and see approach as the endoleak is not very large where a follow up computed tomography (CT) scan will be performed in 30 to 60 days for further revision planning if necessary.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the intraoperative dislodged implant and type 1a endoleak are confirmed. This is consistent with the reported adverse event/incident. The complaint is likely anatomy related. The aortic neck diameter was 29.4mm and the juxta renal angle was 39.5 degrees. The large neck diameter combined with angulation likely contributed to a slight malposition of the sealing ring and inadequate seal therefore creating a type 1a endoleak. Procedure related harms could not be identified. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.